Event description:
The patient underwent tha with gmrs, gap-cup and constrained cup on (B)(6) 2014. The patient was on the bed in the hospital and the activity was not high. Dislocation was noticed, so revision surgery was performed on (B)(6) 2014. According to the removed implants, it was noticed that the bipolar cup came off from the constrained liner. 44mm x3 liner was fixed with the cement and 44mm metal head were implanted instead of the removed implants. Cast is used for preventing dislocation for 3 weeks.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding disassociation involving a constrained acetabular insert was reported. The event was confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Pictures of the explanted devices were provided. The reported event was confirmed through the pictures. The inner insert (pn: uh1-41-26) had disassociated from the outer bipolar head (pn: 2099-4156). Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. Conclusions: the root cause could not be determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
The patient underwent tha with gmrs, gap-cup and constrained cup on (B)(6) 2014. The patient was on the bed in the hospital and the activity was not high. Dislocation was noticed, so revision surgery was performed on (B)(6) 2014. According to the removed implants, it was noticed that the bipolar cup came off from the constained liner. 44mm x3 liner was fixed with the cement and 44mm metal head were implanted instead of the removed implants. Cast is used for preventing dislocation for 3 weeks.